Event description:
New information noted that the lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the right atrial lead exhibited undersensing during a sinus tachycardia which resulted in inappropriate shock. It was also noted lead noise and low impedance was present. Further information was requested however, was not provided.